Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per medical opinion, a 26 mm valve would have been size enough due to the fact that although the annulus CT scan sizing was 570 mm2, the annulus was highly calcified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after the implant of a 29 mm sapien 3 valve by tf approach, an important hemopericardium was observed. A drainage was placed immediately however the patient passed away. As per medical opinion, a 26 mm valve would have been size enough due to the fact that although the annulus CT scan sizing was 570 mm2, the annulus was highly calcified.

Manufacturer narrative:
Images were provided to edwards for review. The images were reviewed by an edwards physician, and the observations and impressions were provided: the procedural cine showed heavily calcified leaflets. It had a good coplanar view. There was slow inflation, and the valve fully expanded. The rupture was seen at the stj near l-main coronary artery. The pre-op CT was poor quality, but showed heavy calcification, and the aortic valve was area 495.4mm² from 3 mensio report done in edwards. Impressions from the review: heavily calcified leaflets, good coplanar view and valve deployment. Large rupture seen in stj near l-main. Pre-op CT images provided shows an av area 495.4mm² which recommended the valve size as a 26mm sapien 3.